Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "patient with indication for passage of PICC, since he has restricted venous access at the moment and has ordered vancomycin, meropenem, voriconazole plus basic medications. Hand washing is performed, the puncture site is verified, a patient with very difficult vascular access, for which an ultrasound-guided procedure is performed, the basilic vein is anatomically located with a linear transducer, a measurement of the vascular diameter is performed according to the passage of the catheter 5fr, trajectory is verified with doppler, vein in optimal conditions, a single puncture is performed with guide needle, venous return is obtained, metallic guide wire is inserted, vein guidance is confirmed with ultrasound, venous dilator is inserted with complications. A dermotomy of approximately 3mm is performed, however, when trying to advance the dilator, damage to it is observed. Its distal end loses its normal contour and flourishes, which is why when trying to advance it, venous access is lost, added to this, the metal guide bends with very easily. I clarify that despite the aforementioned, no greater force was exerted during the passage of the dilator. It is explained to the patient, despite the ease of puncture of the venous access, it was not possible for me to pass the dilator. Gauze is left with a transparent dressing applying pressure. Service where the event occurred: hospitalization."